Manufacturer narrative:
Insulin pump received with motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error multiple times when attempting to deliver bolus. Troubleshooting was done and the drive support cap was noted to be normal. Customer was able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 463 mg/dl and has treated. Customer was advised to revert to a back up plan and the insulin pump is being replaced.